Event description:
Information was received from a patient receiving fentanyl via an implantable pump. It was reported that the caller stated they too used to have a pump and it was removed. The manufacturer's patient services specialist (pss) asked the patient if they had the device removed because they no longer needed them and the patient stated "no". The patient stated they missed their portal and injected 2 1/2 months worth of fentanyl, sent them out on the road and the caller stated they didn't know how they got home and that they ended up in the hospital for two weeks in withdrawal "because of your product and mishandling of that." The patient stated they couldn't get it removed either and they ended up having to go to a private spine surgeon to have it removed because a dead portal with no product was left disintegrating inside of them.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.